Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported that they had a crack on the top right corner of their lcd screen. The customer also reported that they had a broken belt-clip. Advised to discontinue use of the insulin pump and to revert to their back-up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).